Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had replace battery alarm. The blood glucose level was unknown. The customer did not received the low battery alert prior to replace battery alert. The customer reported that this was the second occurrence of the replace battery alarm without the low battery alert. The battery cap was not loosed or damaged. The device will be returned for the analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected battery power loss due to blank display. Also, received with moisture damage on the motor and force sensor.